Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m leaked. The following information was provided by the initial reporter: material no: 24301-0007t batch no: 20056233 . It was reported that during a chemotherapy infusion, there is leaking around the filter. Event description per email states: product complaint received from health professional today regarding alaris smart site tubing. During chemotherapy infusion there is leaking around the filter. It occurred 3-4 days in a row then also once last night. No patient impact as the discard the tubing then replace it. They do have unused samples. They would like to know if this product is on recall. Additional information per email states: thank you for getting back to me regarding the complaint that I submitted. We discovered that the patient was tampering with his tubing while alone in the room so the problem is not with the product.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that as lvp ss bag 20d low sorb ss tex 0.2m leaked. The following information was provided by the initial reporter: material no: 24301-0007t batch no: 20056233 . It was reported that during a chemotherapy infusion, there is leaking around the filter. Event description per email states: product complaint received from health professional today regarding alaris smart site tubing. During chemotherapy infusion there is leaking around the filter. It occurred 3-4 days in a row then also once last night. No patient impact as the discard the tubing then replace it. They do have unused samples. They would like to know if this product is on recall. Additional information per email states: thank you for getting back to me regarding the complaint that I submitted. We discovered that the patient was tampering with his tubing while alone in the room so the problem is not with the product. H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 24301-0007t lot number 20056233 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20056233. Medical device expiration date: 2023-05-16. Device manufacture date: 2020-05-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m leaked. The following information was provided by the initial reporter: material no: 24301-0007t batch no: 20056233 . It was reported that during a chemotherapy infusion, there is leaking around the filter. Event description per email states: product complaint received from health professional today regarding alaris smart site tubing. During chemotherapy infusion there is leaking around the filter. It occurred 3-4 days in a row then also once last night. No patient impact as the discard the tubing then replace it. They do have unused samples. They would like to know if this product is on recall.